Event description:
Covidien rec'd info stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device. The cse was not able to duplicate the reported error codes. The cse replaced the graphic user interface (gui) to breath delivery unit (bdu) cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).